Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument could not be tested in-house. Visual inspection found the part to be damaged. The instrument was returned with the power cord cut off.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy-left surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and would not coagulate. The use of the instrument was discontinued, and it was replaced with a backup instrument. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use. The instrument would not seal.